Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. This condition was found in the general pt ward upon power up. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of bad display was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "bad display" or any display related issue.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.